Manufacturer narrative:
H11: additional manufacturer narrative: updated sections b5, b7, g3, h6 (health effect - clinical code). H11: corrected data: corrected section h6 (device code).

Event description:
It was reported and per investigation that a patient with a 27mm 7300tfx valve implanted in the mitral position underwent a valve-in-valve procedure after implant duration of 6 years and 10 months due to degeneration with severe stenosis. The patient presented with shortness of breath, syncope and fatigue. The procedure was performed successfully with a 29mm 9600tfx transcatheter valve.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 7300tfx valve implanted in the mitral position underwent a valve-in-valve procedure after implant duration of 6 years and 10 months due to severe stenosis. The procedure was performed successfully with a 29mm 9600tfx transcatheter valve.

Manufacturer narrative:
Updated sections: g3, g6, h6 type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including years end stage renal disease on dialysis and hyperlipidemia.